Event description:
The customer reported that during an emergency care patient procedure, using a glidescope core smart cable, the image had both static green and white lines that covered the screen intermittently. No reports of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer, and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the smart cable to a known, good, test, glidescope spectrum single-use lopro s4 and glidescope core monitor, the image had both intermittent lines and was split. The camera image quality test was performed and failed for the returned glidescope core smart cable. Upon completion of the evaluation the returned glidescope core smart cable was scrapped, as it had already been replaced prior to its return to verathon, and there currently being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.